Event description:
The following has been reported: service error. A preliminary review of the logs could not be performed. The device was returned due to a service error with no available log information. Unit started up with red pump alarm. Log files pulled during investigation indicate mechanical hardware failure (air compressor). Unit failed recharge test. Installed an engineering test pneumatic assembly and error did not occur. Fva lip seals showed signs of debris and were cleaned. Dynoflo air compressor and fva lip seals will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the air compressor failure. No adverse effects were reported.